Event description:
The femoral component measured 25 cm in length and the articular ball measured 3.0 cm in diameter. The polyethylene acetabular cup measured up to 4.5 cm in outer diameter and 3.1 cm in inner diameter. The articular surface was focally roughened. Also examined were multiple irregular, similar appearing tissue fragments. The diagnosis made following pathological review was rheumatoid synovitis with rheumatoid nodules and organizing fibrous exudate. Fibro connective tissue histiocytic and giant cell reaction to polarized metal material was also listed.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, anticipated or known. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.